Event description:
New information received that the pacemaker (pm) was explanted on (B)(6) 2026 and a new leadless pacemaker was implanted instead. The patient was stable before, during and after surgery.

Manufacturer narrative:
Initial reporter was updated to physician that performing the surgery.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for interrogation on (B)(6) 2026. During interrogation, no radio frequency and inductive telemetries were able to be established by the pacemaker (pm). No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The reported event of no inductive telemetry was not confirmed. The device was received in backup vvi operation with normal inductive telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.